Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: b1, b5, d1, d2a, d4, h2, h6, h11. Additional information: further information clarified that the instrument involved in the arterial injury was the monopolar curved scissors (mcs). According to the medical engineer, the surgeon was unable to accurately identify the location of the mcs, as it was positioned deeper than the surgeon realized. The specific task being performed at the time of the injury remains unknown. The extent of bleeding and estimated blood loss were not specified, nor is it known whether a blood transfusion was required. Hemostasis was achieved following conversion to open surgery; however, the specific method of resolution was not provided. The patient¿s postoperative status and whether any complications occurred also remain unknown. According to the surgeon, the da vinci system, instruments, and accessories did not cause or contribute to the event.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, bleeding occurred when an unspecified forceps instrument contacted an unspecified artery. Despite attempts to achieve hemostasis using compression with the forceps instrument and gauze, the bleeding could not be controlled, requiring conversion to open surgery. While the system was undocked, the endoscope remained in use for firefly imaging. According to the surgeon, the da vinci system, instruments, and accessories did not cause or contribute to the event. The cause of the injury and details of its repair remain unknown. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.